Manufacturer narrative:
H10: h2, g4, h6. The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that, during a meniscus repair procedure, the fast-fix's deployment button was not working, this happened having deployed t1 and when trying to deploy t2. There was a backup device available. No significant delay or patient injury was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscus repair procedure, the fast-fix's deployment button was not working. The malfunction was noticed after having deployed t1 and when trying to deploy t2. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.